Event description:
It was reported that the customer passed away. Caller stated that is unknown if the customer was wearing the insulin pump at the time of death. Caller stated that the customer cause of death was diabetes and cancer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.